Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the heart without any initial issues. However, in the middle of the procedure, while performing rf delivery using the tactiflex se catheter, a small amount of air was drawn into the syringe during aspiration. Multiple attempts were made to aspirate the air, but it could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. No additional venipuncture or septal puncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.